Event description:
It was reported that during a da vinci-assisted unilateral inguinal hernia surgical procedure, a hook and a portion of the yellow part from a permanent cautery hook instrument broke and fell inside of the patient. The customer stated that they were able to retrieve all of the pieces and there was no patient injury. The customer replaced the instrument with another permanent cautery hook instrument and completed the case. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information: the broken instrument was retrieved with a grasper. The instrument was in use for a few minutes prior to the breakage. The surgeon was dissecting during an inguinal hernia when the reported issue occurred. The instrument did not collide with any other instruments or other hard material during the surgical procedure. There was no patient injury as a result of this issue.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the permanent cautery hook instrument involved with this complaint and completed the device evaluation. Failure analysis investigations replicated/confirmed the customer reported event. The instrument was found to have an ear of the distal clevis broken. The broken piece, measuring roughly 0.216 x 0.261 in size, was not returned, . An additional observation not reported by the site but related to the primary failure was also identified. The instrument was missing the conductor cap. No other mechanical or thermal damage was observed on the instrument. This failure is typically associated with mishandling/misuse. Blank MDR fields: follow-up was attempted, but the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable.